Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 results for 1 patient sample on a cobas pro c 503 analytical unit. The initial alp2 result was 379 u/l with flag. The repeat result was 158 u/l. The lower result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The alarm trace showed multiple improper sample aspiration alarms. The investigation did not identify a product problem. The root cause of the event was found to be consistent with pre-analytical sample handling issues.